Event description:
It was reported the patient was overdosed in (B)(6) 2011. The reason of the event was unknown other than ¿the pump delivered the medication¿ and the patient was hospitalized. The pump was being used to deliver intrathecal baclofen therapy. Specific symptoms, interventions required, and the patient outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type: catheter. (B)(4).